Event description:
A report was received that the patient¿s wound was not closing at the thoracic midline incision site and was draining. The patient was prescribed antibiotics and underwent an explant procedure due to suspected infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile, model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s wound was not closing at the thoracic midline incision site and was draining. The patient was prescribed antibiotics and underwent an explant procedure due to suspected infection.

Manufacturer narrative:
Additional information was received that the physician believed the infection was not device or procedure related.